Manufacturer narrative:
As received, the specimen consists of one-1 hydro gw stf std an 150-035; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen coating appears visually and tactiley consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents approximately 1.30mm of the core wire protruding through the polymer jacket 2.70mm from the distal tip, bend damage over the distal 9.0 and a deformed tip shape. Microscopically the specimen coating appears to be normal and unremarkable. Except where noted, the specimen device appears visually and dimensionally correct. The nature of the damage presented appears consistent with manipulating the wire against resistance such as attempting to remove the wire from the dispenser without first hydrating the wire and dispenser with saline solution. As noted in the device instructions for use (dfu) preparations for use: "1. The surface of the zipwire hydrophilic guide wire is not lubricious unless it is wet. Before removing the zipwire hydrophilic guide wire from its dispenser, inject sterile heparinized saline solution into the luer lock hub end of the dispenser using a syringe. 2. Inject enough solution to fill the dispenser coil. This will completely cover the zipwire hydrophilic guide wire and activate the hydrophilic coating. 3. Remove the zipwire hydrophilic guide wire from its dispenser by gently withdrawing the zipwire hydrophilic guide wire tip. 4. If the zipwire hydrophilic guide wire cannot easily be removed from its dispenser, inject more heparinized saline solution into the dispenser and then try again." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, handling and procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Tip has a metal burr protruding from it. They were complaining that it wouldn't go through the balloon and micropuncture sheath. The event date is unknown.